Event description:
Distributor reports that his 23 ventilators are experiencing a similar problem: the knob of the inspiratory time and the knob of the rate are very difficult to maintain or get the desired amount of the parameter. The control will send or change the amount fixed. The same happens very often in both knobs.